Event description:
At 4 months from primary, revision surgery due to tibial baseplate subsidence. The surgeon revised all components to system semi-costraint. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 september 2025. Lot 2309299: (B)(4) items manufactured and released on 10-oct-2023. Expiration date: 2028-09-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Clinical evaluation: revision surgery was performed four months after the total knee arthroplasty due to subsidence of the tibial component. The available radiographic images clearly confirm the event, showing anterior sinking of the tibial baseplate with evident tilting. A potential contributing factor may have been anterior undercoverage of the tibial baseplate, which could have resulted in insufficient support from the anterior cortical bone of the tibia. However, additional factors, such as the patient's bone quality, may also have contributed. Conclusion: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.